Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified that the screwdriver hap fractured at the tip and was not returned. Hardness test was performed and the was found to be within specification. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon attempting to remove the screw the head of the hex screw driver shaft fractured off and became wedged into the head of the screw. The fractured piece was unable to be removed and was retained by the patient.